Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, critical ram parity error occurred in address (B)(4) on 2014 (B)(6). Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4)

Event description:
It was reported that during use the implantable pulse generator (ipg) had encountered a power on reset (por). During follow up it was noted that all ipg parameters were ok. The ipg remains in use, and no patient complications have been reported as a result of this event.